Manufacturer narrative:
Combination product? - corrected. Additional manufacturer narrative: this event is for the same event/issue reported in these two previous reports: asr#137643 (submitted q4 2016 with exemption e1997037), and MDR MFR# 2183959-2019-67109.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because both corpora were significantly scarred from a previous infection. A new ipp device was implanted. He patient's condition was favorable following the surgery.

Manufacturer narrative:
This event is for the same event/issue reported in these two previous reports: asr#137643 (submitted q4 2016 with exemption e19997037), and MDR MFR# 2183959-2019-67109.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because both corpora were significantly scarred from a previous infection. A new ipp device was implanted. The patient's condition was favorable following the surgery.